Event description:
It was reported that an endurant aortic cuff (B)(4) was implanted to treat the proximal type I endoleak. The aortic neck was short in length and the right renal was inadvertently partly covered. Another manufacturer's 6 x 18 stent was implanted in the right renal artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Method: film. Results, conclusion: endoleak. Unknown cause of endoleak. Anatomy related; short proximal neck.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (vessel occlusion). Patient's condition affected effectiveness of device (short aortic neck). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (short aortic neck).

Event description:
Additional information was received. It was reported that the patient¿s follow up scan, approximately six months ago, showed an unknown endoleak was observed. It is possible that the endoleak is either a proximal type I or a junctional type iii endoleak. The contrast leak is seen about 3 cm down from the top of the cuff. Currently, the proximal aortic neck measures 18.9 mm in diameter. The maximum diameter of the aneurysm is 5.3 cm. The left and right external iliac arteries are 8.5 mm in diameter. The patient has a short aortic neck. A repeat study or angiogram was requested for better analysis by the physician. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of returned films 12 years post-implant showed that the stent graft is positioned just below the renals. The ipsilateral limb is in the left iliac, and the contra limb is in the right iliac. There is approximately 2cm of overlap between the cuff and bifurcate. The neck is short and calcified, and a right renal stent has been placed. The proximal stent graft od is 19 x 23mm. The max aaa diameter is 5cm. Contrast is seen in the right side of the proximal aaa sac, at the level of the bifurcate aortic body and cuff, approximately 2cm below the renals. This appears to be a proximal type I endoleak, but cannot rule out a type iii junctional or fabric endoleak. There is good distal sealing in the limbs. The cta slice resolution is 5mm; higher resolution cta's may provide a better assessment of the endoleak.

Event description:
Additional information was received. Recent follow-up imaging confirmed that the previously reported unknown endoleak was actually a proximal type I endoleak. The patient is being monitored.